Manufacturer narrative:
This event is a foreign complaint and occurred at: (B)(6).

Event description:
A female patient was undergoing a scan of the left shoulder. During the first sequence (3.5 mins), the patient's blouse caught on fire producing a flame of approximately 20 centimeters. The scan was stopped immediately and the patient was evacuated. The patient suffered 3rd degree burns to the forearm. The customer continued to use the device and scan additional patients before requesting a system check. Initial investigation revealed that the blouse of the patient was apparently electrically conductive. Incident was not caused by system failure.